Manufacturer narrative:
Based on currently available information and manufacturers investigation, no root cause for the event could be established. The relationship between the device and the event is unconfirmed. Should further relevant information become available, a follow-up report will be submitted.

Event description:
This incident was reported by the end user to the manufacturer and to date, limited information has been made available. It was initially reported on 04 february 2025 that the user experienced a stinging/burning sensation on instilling a new contact lens. The user indicates they were seen by their place of employment on-site nurse and states that the eye was fine the following day. Multiple attempts were made to contact the user for additional information without response. On (B)(6) 2025, the user contacted the manufacturer again to state that they were diagnosed with iritis related to a bacterial eye infection on (B)(6) 2025. The user reports that on instilling a new lens, they experienced burning, eye pain, redness, and tearing. They temporarily discontinued lens use and the issue resolved. This occurred two more times, however, on the third occasion the symptoms were not subsiding so they sought medical treatment where they were informed it was a bacterial infection and instructed to use unspecified antibiotic drops and the issue has now resolved. As of the date of this report no further information has been made available, including the type and severity of the reported infection and treatments or medications involved. This event is being reported in an abundance of caution due to limited information currently available and the potential for serious or permanent injury, or medication or medical intervention required to prevent or preclude such an event, associated with some types of ocular infection.